Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and supplemental report will be submitted. Manufacturer report no. 1314492-2013-00374, is related to the same event.

Event description:
It was reported that a pump was delivering heparin to a patient and an over infusion occurred (programmed amount and delivery rate unknown). The customer stated that "at this time we think it was user error. Two pump lines were crossed." No additional event details could be obtained from the customer at this time.